Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump felt hot to touch. The contact reported the battery was not being charged at the time and no temperature alarms were observed. The customer's blood glucose was in the low 200's (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.